Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Without the alleged defective sample for evaluation the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date.

Event description:
Event verbatim [preferred term] one heat wrap of a 6ct pack had damaged heat cells where the content leaked. [Device leakage] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), device lot number r86605, expiration date nov2019, via an unspecified area of administration from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The pharmacist reported that a patient had one heat wrap of a 6ct pack where the "powder drizzled out of the belt." The action taken with thermacare heatwrap and the outcome of the event was unknown. Per the product quality group: the root cause category is non-assignable (complaint not confirmed). Without the alleged defective sample for evaluation the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. No follow-up attempts are needed. No further information is expected. Follow-up ((B)(6) 2019): this follow-up report is being submitted as a final reportable MDR., comment: the event "one heat wrap of a 6ct pack had damaged heat cells where the content leaked" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. Device malfunction has not been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Without the alleged defective sample for evaluation the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date.

Event description:
Event verbatim [preferred term] one heat wrap of a 6ct pack had damaged heat cells where the content leaked. [Device leakage] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), device lot number r86605, expiration date nov2019, via an unspecified area of administration from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The pharmacist reported that a patient had one heat wrap of a 6ct pack where the "powder drizzled out of the belt." The action taken with thermacare heatwrap and the outcome of the event was unknown. Per the product quality group: the root cause category is non-assignable (complaint not confirmed). Without the alleged defective sample for evaluation the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. No follow-up attempts are needed. No further information is expected. Company clinical evaluation comment the event "one heat wrap of a 6ct pack where the "powder drizzled out of the belt." " (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "one heat wrap of a 6ct pack where the "powder drizzled out of the belt." " (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.